Manufacturer narrative:
The pump was returned to animas for eval. The keypad was found to be intact; no peeling or lifting was observed. Eval confirmed that all keypad buttons are intermittently responsive. It was observed that all key contacts are misaligned. There was evidence of keypad contamination found under all button key contacts.

Event description:
It was reported that the keypad buttons were sticking and intermittently unresponsive. The pt reported that the ok keypad button has been sticking and requires excessive force to obtain a response for the past (B)(6). She noted that the up arrow and down arrow keypad buttons are periodically sticking as well. The pt stated that the buttons are worn, but denied peeling of the rubber keypad. She denied exposing the pump to water and cleaning products.